Event description:
It was reported that the device had software fault code 255-202-2. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had software fault code 255-202-2. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that device had system error was confirmed during the log review and replicated during testing. A fast battery conditioning was performed in the suspect pcu, the test continued for approximately 3 hours before alarming and displayed ¿system error¿, code 255-202-2. The pcu power supply board was temporarily replaced with a known-good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating a ¿fast¿ battery conditioning and the test completed with no errors or malfunctions. The suspect pcu error log showed eleven (11) error codes 800.8000 on 19feb2025 at 4:05 pm. The error code 800.8000 indicates a software fault. It should be noted that the error code 255-202-2 is not recorded in the device logs and is only displayed on the pcu screen at the time of the system error. A review of the pcu event log showed that the system error code 255-202-2 occurred when the ¿battery conditioning, fast¿ test was performed in the suspect pcu. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.